Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damaged and blank display. The customer was assisted with damage troubleshooting. The customer's blood glucose level was 72mg/dl at the time of the incident. The insulin pump had a crack on the battery compartment and its side. The customer stated that the insulin pump was dropped and hit their leg but also stated that the damage might have occurred while mowing their lawn in the heat. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to troubleshoot the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly and audio beep anomaly due moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank flashing white lcd display. The insulin pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.